Event description:
It was reported the rigid video scope had blurry image. The issue was found during a laparoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had blurry image. The issue was found during a laparoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle of the video cable section is broken and therefore light transmission is lost, or too low, and the outer tube is damaged therefore leakage current is inadequate. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.